Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 425 or 253 mg/dl. The customer was treated high using the injection. Customer's current blood glucose value was 425 or 253 mg/dl later the blood glucose was 283 mg/dl. The customer declined troubleshoot for high blood glucose levels. Customer had twice with occlusion. Troubleshoot was performed for no delivery alarm. The customer reported that insulin pump had no delivery alarm. Customer was alerted no delivery alarm during bolus attempts. Customer was assisted in performing a 5.0 unit fixed prime and customer states the insulin exited. The product was not returned for analysis.